Event description:
Abscess [abscess], seprafilm was not absorbed (device malfunction) [device malfunction]. Case description: spontaneous report was received on (B)(6) 2010 from a company rep on behalf of a healthcare professional regarding a pt, initials unk, who experienced an abscess and lack of seprafilm absorption after placement of seprafilm. The pt's medical history is unk. The pt underwent surgery during which seprafilm was used (indication and date not provided). Following the procedure, the pt developed an abscess inside the film, which was not absorbed. The product lot number was not provided. At the time of this report the outcome of the pt was unk.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.